Event description:
It was reported that during a low anterior resection procedure, the rectum was cut with a contour and a purse-string suture was performed on the tissue of the anvil side. Next, the circular was use and after the firing, the device could not be removed easily. When the device was pulled out forcefully, the anvil was detached. As the site was checked with an endoscope, it was confirmed that the site was partially uncut. Finally, an artificial anus, which had been supposed prior to the operation, was created.

Manufacturer narrative:
Info anticipated, but unavailable at this time.